Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and motor position encoder error from the insulin pump. The customer's blood glucose reading was 10.6 mmol/l. The mother stated that her daughter had an MRI examination and forgot to remove the pump. The mother stated that her daughter had some other tests on her checkup. The customer stated that the drive support cap is normal. The customer was advised to return the pump with battery and zero out the basal rates.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to complete the functional testing including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify e70 alarm in the alarm history screen due to motor error alarms. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched display window, cracked display window, cracked case at the display window corner and cracked reservoir tube lip. The insulin pump was missing the address serial number label and end cap sticker.